Event description:
It was reported that the subject device displayed no image when camera plugged in. The screen briefly quick flashed white before turning completely black. The issue was identified at inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11, the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty ccd(charge couple device) and damaged cable insulation small cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty ccd there was no image. The most probable cause of this complaint is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.